Event description:
It has been reported that one needle eclipse 22x1-1/2 rb has been found with the safety mechanism detaching. The following has been provided by the initial reporter: it was reported that a needle guard that fell off an eclipse needle. I received of a report of a needle guard that fell off an eclipse needle. They have retained the device. Needle guard fell off of needle while administering medication. Bd eclipse needle 22 g x 1.5 mm x 40 mm needle; manufactured by bd; lot #: 8333651; exp 11/30/2023. Name of device/supply/implant involved: bd eclipse needle name of manufacturer : bd.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one needle eclipse 22x1-1/2 rb has been found with the safety mechanism detaching. The following has been provided by the initial reporter: it was reported that a needle guard that fell off an eclipse needle. I received of a report of a needle guard that fell off an eclipse needle. They have retained the device. Needle guard fell off of needle while administering medication. Bd eclipse needle 22 g x 1.5 mm x 40 mm needle; manufactured by bd; lot #: 8333651; exp 11/30/2023. Name of device/supply/implant involved: bd eclipse needle. Name of manufacturer : bd.

Manufacturer narrative:
Correction: added date of event and facility address. The following information has been updated: b.3. Date of event: (B)(6) 2019. E.1. Initial reporter phone#: (B)(6). E.1. Initial reporter address 1: (B)(6). E.1. Initial reporter city: (B)(6). E.1. Initial reporter state: (B)(6). E.1. Initial reporter zip: (B)(6). H3 other text : see h.10.

Event description:
It has been reported that one needle eclipse 22x1-1/2 rb has been found with the safety mechanism detaching. The following has been provided by the initial reporter: it was reported that a needle guard that fell off an eclipse needle. I received of a report of a needle guard that fell off an eclipse needle. They have retained the device. Needle guard fell off of needle while administering medication. Bd eclipse needle 22 g x 1.5 mm x 40 mm needle; manufactured by bd; lot #: 8333651; exp 11/30/2023. Name of device/supply/implant involved: bd eclipse needle. Name of manufacturer : bd.